Event description:
The ez-io drill works and the green light is on, however when it is placed against the patient site, it stops drilling. Customer did say it was an older drill from a previous location.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The ez-io drill works and the green light is on, however when it is placed against the patient site, it stops drilling. Customer did say it was an older drill from a previous location.